Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a no delivery alarm while changing their reservoir. Customer's mother stated they did not have the insulin pump present at the time of the call. The mother stated they have performed a high pressure test and the insulin pump passed. The mother also stated the insulin pump was functional after reloading their reservoir. Customer's blood glucose was unknown. The customer was advised to monitor the issue. No additional information provided.